Event description:
(B)(4).according to the information received, an end user reported a catheter that was cut off at the top. The tip was missing so there was a sharp edge exposed at the top part of the cath.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.